Event description:
Upon insertion of a 22 gauge jelco catheter into left hand, the catheter coiled instead of advancing into the vein. No apparent obstruction or restriction noted. Good positive blood return present, catheter removed. Pt did complain of stinging at insertion site and slight ecchymosis noted, ice pack applied after incident stinging subsided. No swelling noted at site.